Event description:
Customer reports receivinig an erratic reading in blood glucose test. Customer received a reading of 136 mg/dl compared to a lab result of 80 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for eval.